Event description:
The patient experienced withdrawal symptoms and was admitted to the hospital. A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The medications being delivered via the device system were bupivicaine, clonidine and fentanyl. Additional information has been requested, a follow-up report will be sent if additional information becomes available.